Manufacturer narrative:
Qn# (B)(4). The device was returned and sent to the manufacturing site for investigation. The manufacturing site reports "one complaint received from china related to damage found during use. Based on the complaint description and review of DHR for the affected lot, no abnormalities found." It was also reported that "by reviewing sample (by not opening the sample), the device artwork label on the sample was not same as per lot that manufacture in 2022. As per paj-2200-007 rev n lma supreme airway tube print detail artwork, all device that manufacture after sep 2021, shall be printed as per below artwork. This possibility that lot number was wrong, or the device was not manufacture by kulim plant." The complaint could not be confirmed.

Event description:
It was reported that: "9 june 2024, damage found during use, air leakage breakage detected. A new device was used and there was no reported patient harm or consequence"

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "9 june 2024, damage found during use, air leakage breakage detected. A new device was used and there was no reported patient harm or consequence".